Event description:
It was reported that the lead exhibited overesensing, as well as decreased/low impedances. An insulation breach was suspected. Additionally, a lead warning later triggered due to additional oversensing, and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 767 vhr episodes noted with short durations. Impedance - impedance/resistance decrease: decreasing impedance trend from approximately 1000 ohms in (B)(4) 2011, down to appoximately 680 ohms in (B)(4) 2012. A 14 low impedance paces noted in the impedance trend history.